Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the wire would only advance through wire port when balloon was deflated. When balloons were inflated wire would bind up even not only near exit ports but all along entire shaft. All different pressures were used from 2-6 atm's. Any balloon pressure seemed to bind the wire in the shaft. This was done in the distal sfa. No patient injury reported. Evaluation summary: the enteer guidewire was received for evaluation with the enteer catheter referenced in the procedure. The guidewire was loaded in the catheter but the distal tip was approximately 50 cm from the catheter's distal tip. The guidewire was able to advance through the catheter and exit the proximal side port, the distal tip and the distal side port. The guidewire exhibited a kink. The guidewire was pulled back approximately 100cm. An inflation device was attached to the catheter's inflation port and the system was pressurized to 4atm. The guidewire was advanced against notably higher and gradually increasing resistance. At the 50cm mark (from the distal tip) guidewire movement abruptly stopped. The catheter shafts did not exhibit any visible kinks or lateral compressions. The enteer guidewire presents an overall length of 299.85cm, a finished coil length of 3.034cm (1.195"), a shaped tip length of 0.0554", ptfe coated shaft diameter of .01315 to .01320" and a finished coil diameter of .01085" (proximal end of the coil) to .01070(in the vicinity of the angle tip). The clinically used device tip shape presents a tip angle of approximately 25.64o. Dimensional verification: as received, the specimen presents an overall length of 299.85cm, a finished coil length of 3.034cm (1.195"), a shaped tip length of 0.0554", ptfe coated shaft diameter of .01315" to .01320" and a finished coil diameter of .01085" (proximal end of the coil) to .01070" (in the vicinity of the angle tip). Clinically used device tip shape presents a tip angle of approximately 25.64o. Observation findings: the specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device beginning approximately 20 cm from the distal tip, with the greatest concentration or more severe bend/kink damage located 110 to 163cm from the distal tip. The ptfe coated shaft presents random scrapes in the coating, exposing the metallic substrate. The specimen presents an appearance consistent with a clinically used device. It appears that both solder joints have been affected by the storage conditions within the wet catheter. Except where noted, the specimen device appears visually and dimensionally correct. When tested for fit/function within the accompanying enteer balloon catheter, the distal tip of the specimen wire was passed through the true lumen and both side lumen ports with some effort. The bend/kink damage noted is located in the region of the device that is within the lumen of the enteer catheter when the distal tip of the device is extending from the distal region of the catheter.